Event description:
The company was informed that the patient developed an open wound at the implant site. On (B)(6) 2014 surgery was performed to reposition the patient's implanted device, the skin flap was revised and resutured. Dermabond was used on the incision site on (B)(6) 2014. Swelling was observed around the implant site on (B)(6) 2014. The patient underwent exploration and debridement procedures on (B)(6) 2014. Benzamycin powder was used on the site and closed. The patient's device was explanted on (B)(6) 2014. The patient is currently being monitored.